Event description:
The customer originally reported that the instrument jaws could not be opened and was not in contact with the patient. The surgeon opened another device to complete the procedure. There was no patient injury. The device was returned with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.